Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user manually uninstalled structured query language (sql) server update kb4505221, which had caused a complete communication loss across six pyxis units. After the update was removed, communication was restored and the devices operated normally. However, on the following day, all six systems automatically reinstalled update kb4505221, despite its prior removal. The update was being pushed from the facility wsus (security module) at ip address 69.117.63.44, and its reinstallation again resulted on the same communication failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name & initial reporter last name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations had entered disconnected mode following the installation of kb 4505221. A technical support specialist (tss) utilized the dst windows update troubleshooter knowledge article to resolve the dual scan issue. After corrective action was taken, the issue was no longer reproducible. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user manually uninstalled structured query language (sql) server update kb4505221, which had caused a complete communication loss across six pyxis units. After the update was removed, communication was restored and the devices operated normally. However, on the following day, all six systems automatically reinstalled update kb4505221, despite its prior removal. The update was being pushed from the facility wsus (security module) at ip address 69.117.63.44, and its reinstallation again resulted on the same communication failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.